Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with various components including a guide wire for investigation. Visual examination of the returned swg confirmed there were two kinks on the guide wire body. The guide wire end cap, straightener tube, and tubing assembly were not returned. Signs of use were observed on the guide wire which contradict the customer report that the defect was observed prior to use. During normal assembly, the kinks in the guide would have been located inside the guide wire cap, protecting it from damage. Both welds appeared spherical and fully formed. The kinks in the guide wire body was located at 110 mm and 177 mm from the distal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.809 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The returned swg was able to pass through the returned ars and 18 ga introducer with minimal resistance. The guidewire was also passed through the returned catheter and dilator with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The product IFU states: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "Caution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel" "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. There were two kinks on the guide wire body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Signs of use were observed on the guide wire which contradict the customer report that the defect was observed prior to use. During normal packaging, the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.